Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08983 and 2134265-2016-08982. It was reported that stent thrombosis occurred. Two synergy stents were implanted and was undersized. A rebel stent was then implanted to make the previously implanted stents bigger. However, approximately five to ten days later, the patient returned with stent thrombosis. Upon attempting remove the thrombus mechanically, one of the stents was deformed. No further patient complications were reported.